Event description:
It was reported that on (B)(6) 2024, a 23mm, c navitor with radiopaque markers was selected for an implant using a small flexnav delivery system after a percutaneous coronary intervention(pci) for only the right coronary artery. The transcatheter aortic valve implantation was performed. The demission of the defect was: diameter of valsalva: 26.6mm, height of valsalva: 18.2mm, effective orifice area: 279mm, perimeter of annulus: 60.9mm, ascending aorta diameter: 31mm. Pre-bav was performed using a non-abbott device. Re-sheath was performed twice, and the final deployment depth of the valve ncc 3mm, lcc 3mm. Perivalvular leak (pvl) was observed from the calcified part (5 o'clock orientation), and post-bav was performed using the non-abbott device. After that, pvl slightly improved. (Mild strong to mild moderate). After returning to the room, the patient blood pressure decreased, and pci was performed in right coronary artery (rca). (Since it was not closure by navitor, additional pci was performed in rca, and the patient returned to the room.) The patient was contacted and returned to the hospital due to rca occlusion (sinus sequestration) resulted in bail out procedure. The depth of 23mm, c navitor with radiopaque markers was swallowed upward to about 2mm when imaging in the catheterization room was viewed. The two tabs of the greater curvature side was grabbed with a non-abbott device, the 23mm, c navitor with radiopaque markers was pulled up ascending to ascending aorta direction, and a non-abbott device was deployed with minus 1ml. (Post-bav was performed for mode-severe pvl.) A non-abbott device was used to hemostasis the bleeding at the puncture site. The ECG temporarily returned after the procedure, but st appeared to increase again. The patient was return to the room with pcps. The patient's condition is stable.

Manufacturer narrative:
An event of device migration and paravalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there were no intra-procedural difficulties, the initial release position of the valve was 3mm from the non-coronary cusp and there were no deployment difficulties. The valve appears to be correctly sized based on the provided annular dimensions. It was noted that there was severe calcification from the annulus to the left ventricular outflow tract, and the pvl was observed from the calcified part. The migration to about 2mm was noted when imaged in the catheterization room. Based on the available information, the reported pvl appears to be related to challenging patient anatomy (calcification on the right coronary side). A cause for the reported migration could not be conclusively determined. The reported hypotension and occlusion appear to be cascading events of the migration. The reported unexpected medical interventions and surgery were the results of case-specific circumstances, as treatment was provided as necessary for the patient. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm, c navitor with radiopaque markers was selected for an implant using a small flexnav delivery system after a percutaneous coronary intervention(pci) for only the right coronary artery. The transcatheter aortic valve implantation was performed. The demission of the defect was: diameter of valsalva: 26.6mm, height of valsalva: 18.2mm, effective orifice area: 279mm, perimeter of annulus: 60.9mm, ascending aorta diameter: 31mm. Pre-bav was performed using a non-abbott device. Re-sheath was performed twice, and the final deployment depth of the valve ncc 3mm, lcc 3mm. Perivalvular leak (pvl) was observed from the calcified part (5 o'clock orientation), and post-bav was performed using the non-abbott device. After that, pvl slightly improved. (Mild strong to mild moderate). After returning to the room, the patient blood pressure decreased, and pci was performed in right coronary artery (rca). (Since it was not closure by navitor, additional pci was performed in rca, and the patient returned to the room.) The patient was contacted and returned to the hospital due to rca occlusion (sinus sequestration) resulted in bail out procedure. The depth of 23mm, c navitor with radiopaque markers was swallowed upward to about 2mm when imaging in the catheterization room was viewed. The two tabs of the greater curvature side was grabbed with a non-abbott device, the 23mm, c navitor with radiopaque markers was pulled up ascending to ascending aorta direction, and a non-abbott device was deployed with minus 1ml. (Post-bav was performed for mode-severe pvl.) A non-abbott device was used to hemostasis the bleeding at the puncture site. The ECG temporarily returned after the procedure, but st appeared to increase again. The patient was return to the room with pcps. The patient's condition is stable.